Event description:
The patient experienced a shocking/jolting sensation from an exposure to a security gate at (B) (6) and (B) (6). The device was turned on at the time. Further information was requested.

Manufacturer narrative:
(B) (4).